Event description:
The doctor reported separating a file 4-5 mm below the midroot and the patient was referred to an endodontist, who will attempt to retrieve the file. The doctor reported that currently the patient is asymptomatic and doing fine.